Event description:
It was originally reported prior to starting a da vinci-assisted ventral hernia ipom surgical procedure, error 23118 was displayed. The patient side cart (psc) was connected to the vision side cart (vsc) and the errors was on arm 4 axis 3. The customer attempted to recover, but it persisted. The intuitive surgical inc. (Isi) clinical sales representative (csr) tried to emergency power off (epo) with no change. The site was doing a 3 arm case so they were planning to disable arm 4. The site completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and learned that ports were placed when the issue occurred. The system functionality was checked upon powering on the system and the esu powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 4 due to error 23118 on axis 3. The system was tested and verified as ready for use. Isi received the usm part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. System logs confirmed the 23118 errors pointing to the insertion axis. The unit was installed on the system and the usm triggered the 23118 error also pointing to the insertion axis. The part was swapped out the insertion chip encoder virtual absolute (cva) printed circuit assembly (pca) with a test one and the usm was able to start up in normal mode. The unit was installed back to the original insertion cva pca to perform aba testing and the usm again triggered the 23118 error. The usm passed all psc fixture test platform (pftp) testing without reporting any relevant faults or errors. As a fix, the insertion cva pca will be replaced. The unit passed fiber test, carriage/acm fan, led test/brightness direction y/p/I, carriage switches, carriage lissajous, sensors check, brake release, brake hold, sine cycle, carriage strength, friction vs, friction sl, friction sh, carriage friction l, carriage friction h, and advanced brake check. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error 23118: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal occurred during the surgical procedure that were related to the reported complaint. Additional logs show system sk1666 was used on (B)(6)2022 for a ventral hernia ipom procedure. This complaint is reportable due to the following: it was reported during a da vinci-assisted hysterectomy-benign surgical procedure, error 23118 was displayed. A usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.